Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the guidewire could not be inserted into the left ventricular lead. The lead was not used and replaced.